Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with degenerative disk disease, l5-s1 with ongoing incapacitating back pain nonresponsive to conservative management. His problem with his back dates back to 1999; apparently he fell off a truck approximately 5 ft and landed on his back between the forks of a forklift. He has had pain off and on since that time which had gotten progressively worse. On (B)(6) 2010, the patient underwent anterior interbody fusion l5-s1 using rhbmp-2/acs, peek lt cage, and pyramid plate. (B)(6) 2010; (B)(6) 2010; (B)(6) 2010; (B)(6) 2010; (B)(6) 2010; (B)(6) 2010; (B)(6) 2010 and (B)(6) 2010-patient reports via telephone conversations with office that he has worsening pain than before surgery. The pain star on (B)(6) 2010 and has continued to throb in his low back and causing him to sleep poorly. He has numbness and tingling in both legs and feet. Medrol dose pak given along with percocet 7.5/325. (B)(6) 2011, lumbar CT myelogram done today shows he has possible pseudoarthrosis at l5-l1. Patient still reports low back pain at visits on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. (B)(6) 2011, patient reports complaints of pain in his back, buttock and thighs. He has recently developed some right rotator cuff issues and is planning to have surgery on this as well. His diagnosis is attempted alif with spondylolisthesis at l2-l3 with a pseudoarthrosis and persistent back pain, bilateral foraminal stenosis, underlying cardiac disease and chronic pain management. (B)(6) 2011, patient reports pain in his back, buttock and thighs. He has pseudoarthrosis at l5-s1 status post attempted alif and has been schedule for a revision surgery the second week in september. On (B)(6) 2011, patient underwent exploration of fusion, l5-s1, posterior spinal intertransverse process fusion, l5-s1 with local bone graft, rhbmp-2/acs and allograft; right and left l5 hemilaminectomy and l5-s1, a partial facetectomy using posterior spinal instrumentation l5-s1. (B)(6) 2011, patient was a work-in for office visit today because, he presented to the ER with severe pain and dysphoria. He was on a 75mg duragesic patch and says, he wants to be of this, in fact, he has been off of it now for 24 hours. He is not having any withdrawal symptoms and he is taking 5 percocet a day which I thing is reasonable considering. (B)(6) 2011, patient is 6 weeks status post posterior spinal fusion, reports having some complaints of lower back pain. He has decreased his pain medication intake and is no longer taking percocet of oxyir return visit on (B)(6) 2011 shows patient is developing an arthrodesis in his lumbar spine and indeed, radiographs show a solid arthrodesis. The plan at this point is to start him on the medx program keep him on his p.o. Narcotics until his follow up. Working to discontinue his p.o. Narcotics and place him on ultram.